Event description:
A nurse contacted baxter (B)(4) regarding a leak from a transfer set. The nurse reported that the leakage from the silicone tubing was found during draining. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak in a uv flashtransfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with a leak in the tubing 1.5 inches from the base of the white sleeve while in the closed position noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.